Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿interoperative and / or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015- 00621 / 00624).

Event description:
Legal counsel for patient reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2007 and an initial right hip arthroplasty on (B)(6) 2008. Subsequently, the patient underwent a left side revision procedure on (B)(6) 2012 due to pain and evidence of alval tumor response. Left revision operative report noted a pseudotumor, acetabular cup had a few degrees of verticality, and a well-fixed stem. Taper adapter and modular head were removed and replaced. No left side revision has been reported. A review of invoice history and patient¿s operative reports confirmed the dates of the initial procedures and confirms the right hip revision date. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.